Event description:
In 2009: customer reported an infiltration. A female having a CT chest for pe, IV access was established with a 20 gauge angiocath in the right ac. Injection protocol was 4ml/sec, 125ml volume of optiray 320. Approximately 90-100ml infiltrated. There was pain stated by pt. The pt was treated with a warm compress and elevation of the arm. She was monitored twice a day for two days. There was no additional adverse effect to the pt.

Manufacturer narrative:
Field service engineer tested and verified injector for proper operation per the injector service manual. System performed to manufacturing specifications. System returned to full service by the customer.